Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, or staff attempted to setup the system for use in the procedure, however, once the pi box was removed from the charging dock (it was connected by cord at the time), a pi fault error message appeared. The staff attempted to place the pi back in the dock and test the connection again, but the console would not move off the pi fault error screen. Also attempted to use the menu and shutdown the system, but it was unresponsive. At this point it was unplugged and a backup nim 3.0 system was used to complete the case. There was 10 minutes procedure delay. There was no patient injury. On next day, the pi was unplugged and cancelled the attempt at a wireless connection by sales rep. The pi was then powered off and returned to the console dock. The system was shutdown and rebooted. The pi then successfully established wireless connection in three different procedure selections. Another two procedure selections were evaluated with the pi box connected by cord and no problems were encountered. The system was deemed appropriate to use in surgery again.